Event description:
On march 9, 2007, the healthcare professional/reporter, the nursing supervisor, contacted lifescan (lfs) alleging the one touch surestep flexx meter was giving inaccurately high readings. The medical affairs specialist (mas) reviewed the recorded telephone call and was able to classify the case based on the original info provided. Nine days earlier, in the morning, the pt's blood glucose level was tested to be 42 mg/dl using the reported hospital meter. At that time, the pt was experiencing the symptom of weakness. The pt was then treated with orange juice. At 3:00 pm, the pt exhibited further symptoms of lethargy, sweating, dilated pupils, uncontrolled movements and was verbally non-responsive. During these symptoms, the pt obtained the blood glucose results of 156 mg/dl and 159 mg/dl. The pt received no treatment, however, the physician ordered the pt transported to the emergency room. At 4:10 pm, in the emergency room, the pt's laboratory blood glucose result was 27 mg/dl. She was treated intravenously with glucose and was admitted to the hospital for three days. The pt's hematocrit was 28.9%. Quality control testing had been performed daily on the reported meter, with passing results. The meter, test strips and control solution were replaced. Elevated blood glucose readings were allegedly obtained using the reported meter while the pt exhibited symptoms suggesting hypoglycemia. The reporter claimed the pt received emergency medical attention and treatment with glucose, and was admitted to the hospital. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.